Event description:
It was reported that customer's insulin pump alarmed motor error during basal delivery. Customer's blood glucose was 205 mg/dl. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture damage on force sensor. The insulin pump was unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).